Event description:
The customer reported an incident where while unplugging the epiq ultrasound system, there was an electrical fire seen coming from the wall outlet. No patient or user was harmed as a result of the issue. The issue occurred before clinical use. The system has been returned to service with no additional issues reported. An investigation is opened to determine the root cause of the issue.

Manufacturer narrative:
The customer reported an incident where while unplugging the epiq ultrasound system, there was an electrical fire seen coming from the wall outlet. No patient or user was harmed as a result of the issue. The issue occurred before clinical use. The system has been returned to service with no additional issues reported. An investigation is opened to determine the root cause of the issue. Additional information was provided by the philips service engineer. After further investigation, it was confirmed that there was not an actual fire. According to the customer, they were unplugging the system and when doing so pulled the plug. When the plug was exiting the outlet, it was not a smooth transition and caused a small electrical arcing. Electrical safety and system diagnostics passed. As a precaution, the power cord was replaced, and the system was put back into service without issue.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.